Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas did not charge when placed on the provided wireless charging pad, despite solid green indicator on the pad and proper placement for over two hours, and the issue was categorized as a charging problem associated with the battery charger. Customer care arranged for an overnight charger replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem and implicated the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.